Event description:
Customer alleged that when the beds arrived a weld was broke. No further information was provided. Not sure if this occurred from freight or not.

Manufacturer narrative:
Follow up to be sent if additional information is received.